Event description:
It was reported that an ilet user experienced hyperglycemia, with a fingerstick blood glucose of 421 mg/dl, while the pump indicated ¿high¿ and was delivering insulin without an apparent effect on glucose, and no leakage was observed; troubleshooting and education were provided and the user was instructed to replace all infusion supplies. Symptoms included lightheadedness and feeling woozy. Outcomes included no reported hospitalization and no alerts or alarms. Investigation included customer interview, review of device use, and troubleshooting guidance to change the infusion set and supplies and to monitor for glucose trend reduction. Investigation of this case revealed an undetermined cause of hyperglycemia with no device alarms and no visible infusion leakage, and the event was categorized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.